Manufacturer narrative:
The lot number for the receiver is not available, therefore the manufacture and expiration date for the device is unk. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2011-06042. The pt ((B)(6)) received an scs system including a neurostimulator receiver and leads. It was reported that the pt's therapy relief was inadequate. Efforts to resolve this matter with the use of a new transmitter antenna and charging system proved unsuccessful. The pt's scs system was explanted as a result. No further info is available.